Event description:
Customer was running low and went into a coma. Customer goes low in the morning. Last night the blood glucose reading was 88 mg/dl. The blood glucose reading did not transfer to the insulin pump via meter. Customer reported a low blood glucose event. His wife tried to wake him; she called the paramedics. The blood glucose reading at the time of the event was 25 mg/dl. Customer has changed his eating habits and he is taking in too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.